Event description:
It was reported that the patient presented with pain radiating down the left lower extremity in an l5 or s1 distribution. X-rays showed a high grade ii to grade iii spondylolisthesis, and "a bit of a tilt at l5-s1." MRI shows normal disk hydration at l4-5 and above. Patient has severe disk degeneration and appears to have a grade I slip on MRI. The patient underwent a gill laminectomy l5 transforaminal lumbar interbody fusion with aleutian prosthetic device of bmp and local autograft, and a posterior spinal fusion l5-s1 with denali pedicle screws, local bone, and rhbmp-2/acs. The rhbmp-2/acs was packed into the aleutian interbody device, and placed into the disc space. There were no complications. At 554 days post-op, an MRI of the lumbar spine showed postoperative changes. "Listhesis of l5 on s1 with endplate marrow edema and enhancement, mild. Considerable narrowing of the neural foramina, left greater than right. Remaining levels unremarkable." Diagnosis: "lumbosacral neuritis nos."

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 the patient presented with abnormal hormonal studies. The patient complained of being severely tired; being cold all the time; headaches; decreased libido with no sexual desire (six months); low sperm count; dizziness on standing up; and weight loss (15lbs over 6 months). The patient also presented with low back syndrome secondary to failure of surgery and depression. On (B)(6) 2011 the patient presented with probably onset hypogondotrophic hypogonadism including sexual dysfunction and/or idiopathic infertility. The patient had a low sperm count. It was reported in the encounter notes that the patient had an MRI of the pituitary which showed that he did have a pituitary microedema. On (B)(6) 2014 the patient presented with low back and leg pain. The patient underwent a lumbar discography. Conclusion: l3-4 discography: 3.5/10 non-concordant back pressure. Normal disc morphology. The patient underwent a CT of the lumbar spine which demonstrated status post interbody and posterior fusion at l5-s1 without evidence for healing. There was a grade 1 lytic anterior spondylolisthesis, with posterior displaced dorsal cortical margin extending into the foramen resulting in moderately severe foraminal stenosis. There was also a moderate right foraminal stenosis with ganglionic impingement; instrumental dorsal fusion at l4-s1 with loosening of all pedicle screws; and a mild annular bulge at l3-4.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.